Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): during active ventilation, the device triggered a technical event te231009 (blower controller speed low) alarm. Approximately 10 minutes later, it entered ambient mode technical fault (tf446029), requiring ventilator replacement. No further health impact or consequences were reported.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton c6 ventilator generated technical event 231009 (blower speed low) during ventilation. About ten minutes later, the device entered ambient state, and ventilation stopped. Another ventilator was used to continue treatment. No patient harm, health impact or consequences were reported. Log file analysis confirmed technical event 231009 and ambient state condition. A defective blower module was identified as the root cause and the blower module was replaced. The device passed all required functional and safety tests after repair and was returned to clinical use. No further information was received. The case is considered closed.